Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A ticket search for lot 48347fp00 did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending did not identify any related trends for the issue under review. A device history record review was performed and the lot 48347fp00 which did not show any non-conformances, deviations, or potential non-conformances. Historical performance was reviewed of reagent lot 48347fp00 was evaluated using worldwide data from customers in the field for alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 48347fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 48347fp00. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I ca 19-9xr, reagent lot 48347fp00.

Event description:
The customer reported falsely elevated alinity I ca 19-9xr results for one patient whose previous ca 19-9 result was 502 u/ml. The following data was provided: on (B)(6) 2023 sid (B)(6): initial result = > 1200 u/ml; 1:10 dilution result = 4045 u/ml; repeat 1:10 dilution 5 times = 4045 / 3352 / 3493 / 3475 / 2888 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21/-31. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I ca 19-9xr results for one patient whose previous ca 19-9 result was 502 u/ml. The following data was provided: on (B)(6) 2023 sid (B)(6): initial result = > 1200 u/ml; 1:10 dilution result = 4045 u/ml; repeat 1:10 dilution 5 times = 4045 / 3352 / 3493 / 3475 / 2888 u/ml. There was no impact to patient management reported.